Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that foot switch was not functioning. The fse found that the footswitch was rapped with local cover to protect from fluid which resulted in the footswitch pedals not able to move freely. The fse removed the plastic cover from the foot switch in order to resolve the issue. After the service, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the wireless footswitch was not functioning. No harm has been reported to philips. The issue was rectified by reset foot switch connection and cleaned the foot switch. Philips has started an investigation of this complaint.